Event description:
It was reported the patient began experiencing headaches following his scs trial procedure due to a possible csf leak. The patient was advised to lie down and drink caffeine. The patient's scs trial lead was explanted on (B)(6) 2015 at which time the physician noted the csf leak was still present. A blood patch was performed on (B)(6) 2015, and the patient was kept in the hospital overnight for observation. Additional information received identified the patient's headache has reportedly resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.